Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right atrial (ra) lead and shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) provided assistance. No adverse patient effects were reported.